Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Event description:
It was reported that the inclusive tapered implant failed. The bone grade is noted as grade iii. The patient has not have any medical history prior to implant. However, it is noted that the patient is a smoker. Also noted, is a history of periodontal disease. The patient presented on (B)(6) 2022 for implant placement on tooth #21. During implant placement the provider notes that he was unable to seat the device due to the lack of stability. It was at that time the device was removed.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for lot# 6089279 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results the device was returned with implant carrier and cover screw but not in original package. The implant was verified to be a hahn tapered implant ø3.5 x 11 mm (70-1154-imp0006) using radiographic template (pk-(B)(4)). There was no defect or non-conformity observed and the threads were intact. Implant carrier was inspected and found to be functioning - implant was able to be inserted and removed from implant carrier with ease. There was no visual defect or non-conformity observed. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. It is unclear the methods of implant placement used during the initial procedure. Probable root cause may be not correctly following protocol/manuals. Per IFU- 570 rev 3.0 (hahn tapered implant system IFU), the "implant placement" section states: "engage the implant connection with the appropriate driver. With the implant securely attached to the driver, squeeze the opposing end of the holder to disengage the implant from the holder. Transport the implant to the prepared site, and insert into the osteotomy. Rotate clockwise with applied pressure to engage the self-tapping grooves. Avoid lateral forces, which can affect the angulation and final alignment of the implant."

Event description:
It was reported that the inclusive tapered implant failed. The bone grade is noted as grade iii and oral hygiene is good. The patient presented on (B)(6) 2022 for implant placement on tooth #21. During implant placement the provider notes that the implant "would not disengage from holder to handpiece". It was at that time the device was removed and replaced with a similar product.

Manufacturer narrative:
G3 in the initial report was inadvertently reported as 03/18/2022, however, the correct date is 03/09/2022. CAPA 23-006. Manufacturer reference: (B)(4).